Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that during a diagnostic endobronchial ultrasound (ebus) linear procedure, the needle broke in two (2) pieces inside the guide sheath during puncture # 2. The same device was used to complete the intended procedure. The reported problem did not impact the outcome of the procedure. No other equipment was replaced during procedure. No patient injury reported.

Manufacturer narrative:
This supplemental report #1 updates the following section: d4,d10,g4,g7,h2,h3,h6 and h10 . The na-201sx-4022 aspiration needle (lot 91v 04) was received for evaluation due to "needle broke in 2 pieces inside the guide sheath". Visual inspection performed on the received condition and found the needle protruding through the insertion portion sheath near the middle section. It was observed that the insertion portion has a large cut and kink at the same location causing the broken needle piece to protrude through while engaging the slider handle. Approximately 70cm of the insertion portion, needle at the distal end is missing. The missing part was not returned for evaluation. The single use aspiration needle was received with the stylet separated from the device upon receipt. During investigation, it was attempted to reinsert the stylet, the stylet would not proceed due to a kink at the boot section near the proximal end. The function of the slider handle is smooth and there are no cosmetic damages to the handle portion of the device. Based on the evaluation, the likely cause of the broken needle piece is due to mishandling.